Manufacturer narrative:
Title: bilateral nephrectomy in patients with autosomal dominant polycystic kidney disease and end-stage chronic renal failure. Source: nephron 2021;145:164¿170. If information is provided in the future, a supplemental report will be issued.

Event description:
According to literature, a study analyzed the results of open bilateral nephrectomy (bn) performed either with midline open or laparoscopic approach between 2010 and 2020. The ligasure was used in all cases. There were 108 patients, 36 patients who underwent laparoscopic bn, and 72 patients who underwent open bn. Complications included: intraoperative hemorrhage, intestinal injure. There were six patients with intestinal injury who underwent reoperation. Blood transfusions were required in some patients.